Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what was the indication for surgery? Congenital megalocolon. What was the procedure that was completed? Bowel resection. What color setting was selected on the device and what was the sequence of the firings? Green/ complete firing. What anatomical structures was the device fired on? Bowel. Were other stapling or suturing devices used when creating the anastomosis? Another ntlc and sr75. Were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to fire? No. Exactly where were the loose staples found (intra-abdominal space or intraluminal organ of the stomach)? Intrabdominal space. How long post-operative was it when the patient presented with symptoms reported? 48 hours aprox. What is the current patient current status? At the moment under prescription drugs, stable. What is the lot/batch number of the reload? Not given. What is the lot/batch number of the device that was used? Not given.

Event description:
In surgery, anastomosis of the intestine was done with a linear stapler. And the patient was closed. Later, the patient began to present high fevers and inflammation of the stomach and she had to be reoperated in an emergency a few days later. Here the surgeon found inside the stomach a large number of loose staples and the anastomosis not made, that is, the completely open wound, which indicates that it was never really made and the staples for some reason came loose in the girl's body. At the moment he is waiting for her reaction, after another ntlc was used to do the process again. The patient continues to present with septicemia and inflammation of the entire abdominal area. Her prognosis at the moment is dire. They completed the surgery with conventional suture. Procedure: bowel resection